Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The field service engineer spoke to the customer and informed the customer that the primary alarms are on the front of the unit and the backup alarm is installed on the cpu board. The technician then advice the customer to replace the cpu. The customer replaced the cpu and the unit now functions without issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
The customer reported error code (1104) backup alarm failed with no patient involvement.